Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ 18 ga x 1.25in sp with maxzero had a bad connector that led to blood backflow. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: unfortunately a lot number could not was not submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that bd nexiva¿ 18 ga x 1.25in sp with maxzero had a bad connector that led to blood backflow. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero had a bad connector that led to blood backflow. No serious injury or medical intervention reported.